Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if necessary, while technical support arranged replacement pump under warranty, provided instructions for storage mode and pump return within specified time frame, confirmed shipment details, and advised customer to manually program pump settings into replacement pump.